Event description:
Reporter indicated that the patient had a lead tie-down removed because it was beginning to protrude. The physician elected not to replace the tie-down because there was "quite a bit of scar tissue to hold the lead in place." The surgeon stated that he saw the patient for follow-up and "all is well with the patient."